Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, there was an obstruction in the speaker holes. Customer's blood glucose (bg) level was 513 mg/dl. Customer administered a bolus to correct elevated bg level. After clearing the obstruction, the alarm cleared and insulin delivery resumed.